Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the delivery system used in this case. Please reference related manufacturer report 2015691-2021-00254. Imagery was provided of the valve crimped on the ds; however, it is unclear at which juncture in the procedure this image was captured. The crimped valve appeared to have moved distally from the alignment markers, near the distal nose tip the devices were returned to edwards lifesciences for evaluation. During visual analysis of the returned commander delivery system and the associated sheath it was observed there was minor flex tip gouges, and the inflation and crimp balloons slightly wrinkled. The esheath had significant scratches observed on the hdpe along the distal end of the sheath and soft tip damage was observed. During functional testing, the complaint device was functionally tested for flex performance and was able to achieve full flex without any observed issue. Due to the nature of the complaint event, no dimensional inspection was performed. DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from (B)(6) 2020 to (B)(6) 2020 revealed other similar complaints. However, no edwards defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Be patient! Do not force the thv. Use short movements to prevent jumping of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Note: the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Factors that make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav. Experiencing difficulty crossing: make sure the wire is correctly extended at the apex. Pull tension on the wire or reposition. Add some distal flex or remove some partial flex. Pull the system back and re-advance. Thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped) completely unflexed. Ensure the thv is centered on the flextip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, the abdominal aortic rupture may have been caused by the valve being inflated in the abdominal aorta. The complaint for delivery system - withdrawal difficulty- valve through sheath was confirmed based on provided imagery and condition of the returned device. The complaint for delivery system - difficulty crossing native annulus was unable to be confirmed without applicable imagery. No manufacturing non-conformances were identified during device evaluation as no abnormalities were observed during functional testing. Furthermore, a review of lot history, complaint history, manufacturing mitigations, and the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the report, during implant, it was not possible to cross the native aortic valve with the commander delivery system and crimped valve. Calcification was present in patient anatomy. IFU states factors that make it difficult to cross include: heavy calcification: the pathway of the delivery system/valve through the annulus was likely obstructed by the calcification, resulting in difficulty crossing. Wire bias into commissure: the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Correct positioning of the wire at the apex and applying some distal flex may help with crossing the native annulus. As noted in the training manual, because the crimped valve aligned on the balloon is larger than crimped valve off balloon, the valve is more susceptible to catch on the sheath tip during retrieval. The sheath used in this procedure had significant scratches along the distal tip of the sheath indicating significant presence of calcification in the vessels. Additionally, the patient's access vessel was reported to have some level of calcification. It is possible that the crimped valve on the inflation balloon became stuck on calcium nodules which made it more difficult to re-enter the sheath distal tip during retrieval attempt. Removing the crimped valve through sheath in this configuration may have caused the valve to interact and catch on the sheath distal tip. The damage seen at the sheath soft tip can be an indicative of valve catching on sheath tip during retrieval attempt which could lead to valve shifting distally towards the nose tip on balloon as pull forces were applied during retrieval. Available information suggests that patient factors (calcification) and procedural factors (wire bias into commissure) may have contributed to the complaint events. The complaint for delivery system - withdrawal difficulty- valve through sheath was confirmed. No manufacturing non-conformances or labeling inadequacies were identified during the evaluation. Available information suggests that patient factors (calcification) may have contributed to the reported event, however a definite root cause is unable to be determined at this time. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for delivery system - difficulty crossing native annulus was unable to be confirmed. Review of DHR, lot history, and manufacturing mitigations, provided no indication that a manufacturing non-conformance contributed to the reported events. Available information suggests that patient factors (annulus calcification) and procedural factors (wire bias into commissure) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was received. The delivery system with valve was attempted to be withdrawn in to the sheath without success. There was resistance with the valve at the esheath tip. Upon reentry into the distal end of the sheath, the delivery system and sheath appeared coaxial, but the valve partially moved versus nosecone during the maneuver. There was approximately 20 to 30 minutes between deflation and withdrawal. After surgical removal of the devices, visual inspection in open access showed damage the sheath distal tip. The patient had no vessel tortuosity and mild calcification. Per medical opinion, the perceived cause of the death was post-operative complication (vessel frailty for radiotherapy). The investigation is ongoing.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in the aortic position by right percutaneous transfemoral approach, the native valve was unable to be crossed. The valve and delivery system were attempted to be withdrawn through the esheath without success. The valve had been partially inflated in the abdominal aorta, and an aortic rupture occurred. Bleeding control was performed with endovascular technique, (occlusive balloon in aorta and covered stent in iliac vessel) however, the patient was ultimately taken to the operating room and required a surgical cut down. During the night, patient expired due to the abdominal aortic rupture. As per medical opinion, the unsuccessful attempt to withdraw valve and delivery system through the esheath was a likely contributing factor for the event.